Event description:
During a laparoscopic cholecystectomy procedure, the clips scissored. The surgeon used another device. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
6/2/97- supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6.